Event description:
It was reported that a device was scheduled to be explanted the week following the report due to the patient¿s low back and degenerative nerve disease and the patient wanted an MRI. It was noted that the lead removal was scheduled for (B)(6) 2013. A week later, it was reported that the lead was damaged during the explant procedure. It was noted that the therapy system was being removed in order for the patient to have an MRI. It was reported that during the explant one of the leads broke and there was still about 2.5 to 3 inches of the lead left in the patient. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported there were no future plans to explant the lead that was left in.

Manufacturer narrative:
Device used for off label indication. Concomitant medical products: product ID: 3093-28, lot# j0546245v, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: lead. Product ID: 3093-28, lot# j0546245v, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: lead. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: extension. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that during interstim device removal parts of device got stuck in her because healthcare provider (hcp) couldn¿t get it all out and she still had parts of it wrapped around her nerve bundle. She still had a "couple wires" left inside body because they couldn't get them out. There were parts of wires left in her body. Patient stated the hcp wanted to do another cervical fusion and wanted to know the ¿number model¿ of the device because when device was taken out it was thrown away. They wanted to know type of metal before doing an MRI because she knew some types of metal could cause things to explode if they were in MRI. Patient stated before she knew there were still wires implanted in her spine, she had 2 mris then went to a hospital for another MRI and was told they can¿t do MRI because the she would burn up inside. Patient stated her hcp had never told her she had anything left in her body. She was terrified about what damage could have been done if she already had 2 mris when she had a partial system. The patient¿s indication for use is urinary dysfunction/sacral nerve stim. There were no further complications that have been reported as a result of this event.